Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: outflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft malfunction. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: lead y-unable to pre-clot. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of outflow graft. Other intervention : implant device type: lvad.